Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: 200208226a - compact plus meter - system 1 200208226b - mobile meter - system 2.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 0.9 mmol/l on compact plus meter (system 1) and 4.7 mmol/l on mobile meter (system 2). No death or serious injury reported. Requested return of the alleged device for evaluation.